Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent a ischemic ventricular tachycardia (isvt) procedure on (B)(6) 2016 with a smart touch bidirectional catheter and suffered a pericardial effusion of .6cm to 1cm after performing four 60 second ablations in the left ventricle (lv). The patient was given protamine and sent to the intensive care unit (ICU) for observation. No medical intervention was performed. The patient expired in the ICU on (B)(6) 2016. There was no reported product malfunction by the customer. The physician did not provide a causality opinion for the cause of this adverse event.